Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to an unrelated issue. The device underwent functional fluid pressure testing which discovered fluid readings below specification. The device was determined to not meet all product specifications related to the reported event. The reported air in line alarms were verified. The cause was determined to be damage to the j2 connector on the processor printed circuit board therefore the processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.